Event description:
It was reported that the user¿s ilet displayed a ¿connect cgm or enter bg¿ alert while using a dexcom g7, consistent with loss of cgm pairing or communication. Symptoms included interruption of automated glucose control due to missing cgm data. Outcomes included the need for user intervention and temporary reliance on manual steps while awaiting cgm readings. Investigation included review of alert history and guided troubleshooting, which involved toggling between dexcom g6 and g7 settings, restarting the pump, re-entering the sensor code, and advising a wait period for readings to resume. Investigation of this case revealed no new alerts explaining the event and supported a transient cgm pairing or signal issue as the likely device interaction problem. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption consistent with cgm not paired.